Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the ostium of the left coronary artery. Following the introduction of a 0.014 unspecified guide wire, predilation was performed with a 1.50x20mm unspecified balloon catheter. A 2.25x20mm promus element ¿ drug-eluting stent was selected to treat the lesion but the stent dislodged from the balloon outside the patient. The device was then removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. The crimped stent was detached from balloon and migrated proximally up onto the outer lumen shaft. The entire body of the stent was damaged with evidence of bunching and overlapping of the stent struts. The type of damage evident is not consistent with damage caused by incorrectly removing the stent protector during preparation; however the damage caused is consistent with the proximal end of the stent encountering resistance leading to damage in the form of bunching. A review of the associated batch records; the maximum crimped stent profile was measured. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector was measured which is within specification. Therefore it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Reviewing the batch crimp records there are no anomalies evident with the crimped stent profile following the crimping process, with all parameters within the specified tolerance. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon lumen was fully deflated when retrieved. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon was achieved during manufacture. A visual and tactile examination found a kink on the hypotube shaft 345mm distal from the strain relief. A visual and tactile examination found a kink in the mid-shaft 24mm proximal from the port bond skive. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the ostium of the left coronary artery. Following the introduction of a 0.014 unspecified guide wire, predilation was performed with a 1.50x20mm unspecified balloon catheter. A 2.25x20mm promus element ¿ drug-eluting stent was selected to treat the lesion but the stent dislodged from the balloon outside the patient. The device was then removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.